Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d4 (UDI), d8, d9 (date returned), h2, h3, h6 the device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely high-energy instruments (radiofrequency, etc.) May have been used without sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope plastic distal end cover (c cover) was burned and damaged. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.